Manufacturer narrative:
The insulin pump was received with button error alarm and no escape button response due to corroded keypad traces. The pump was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify external meter reading accuracy due to no button response. The pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The patient's blood glucose reading was 320 mg/dl. The customer stated that his blood glucose did not transfer correctly from the meter to the pump. The customer stated that what he wanted to bolus was way high and he suspended it after. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.